Event description:
Chest x-ray showed foreign object in lower right mainstem bronchus. Endotracheal tube position verified within normal limits - ballard suction cath in appropriate position. Questionable end of cath (suction) missing from its tubing. Re-x-rayed object remains in same position - attempted aspiration by suction - completed removal in fluoroscopy.